Event description:
It was reported that a loss of telemetry monitoring occurred for 16 pts for approx ten (10) minutes due to a presumed failure of the carescape telemetry system (cts) motherboard. No injury or delay in treatment was reported. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted once investigation results are available.